Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer number: 1627487-2022-05737, 1627487-2022-05736. It was reported that the patient was experiencing high impedances. Surgical intervention was undertaken and the system was explanted and replaced. It is unknown at this time why the ipg was explanted and replaced.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.